Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm without low battery alert. The customer's blood glucose level was unknown. The customer reported that her pump said no power and then when she changed the battery she got a change battery alert. Customer stated the battery cap was not loose, cracked or damaged. Customer stated the type of battery in use was (B)(6). Customer stated there were not unattended alarms. Customer stated this was the second occurrence of off no power without a low battery warning. The insulin pump will be returned for analysis.